Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to moisture damage at keypad traces. No frozen screens were noted. Device had cracked case at display window corners, display window, reservoir tube and belt clip slot. And minor scratched lcd window.

Event description:
The customer reported via phone call that the screen froze during a bolus attempt and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.